Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was determined to be the transmitter and app were unable to complete a data transfer. The reported event of no readings is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.